Manufacturer narrative:
The handpiece was received by the MFR, however, the complaint could not be replicated. Based on the quality investigation, internal components were either worn or corroded, so various components were replaced. Add'l preventative maintenance was performed and the handpiece was returned to the customer.

Event description:
It was reported that the handpiece continued to run when the trigger was no longer pressed. The type of procedure was not reported, nor if there was any pt involvement or adverse consequences associated with this event.